Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of questionable ise indirect na and k for gen.2 results for 1 patient tested on a cobas 6000 c (501) module. The initial sodium result was 83 mmol/l and the initial potassium result was 3.0 mmol/l. Sodium testing was repeated and a result of 135 mmol/l was obtained. The sodium result of 135 mmol/l and the potassium result of 3.0 mmol/l were released outside of the laboratory. On (B)(6) 2018 a new sample from the same patient was tested and a potassium result of > 8 mmol/l was obtained. This led to the laboratory to question the initial potassium result of 3.0 mmol/l. The laboratory retested the original sample and a potassium result of 8.68 mmol/l was obtained. There was no allegation of an adverse event. The sodium and the potassium electrode lot information was requested but was not provided. Qc results have been acceptable. The investigation is currently ongoing.